Event description:
Patient was in ed setting. Required magnesium replacement for minor hypomagnesemia. Nurse set up infusion and pump to deliver magnesium sulfate 2g/50 ml at a rate of 25 ml/hr (2 hour infusion). Pump alarmed after "a few minutes" with air-in-line. Bag was empty. Per pump log report, magnesium was initiated at 04:37 (gmt) and stopped at 4:40 (gmt) with air-in-line! Alert. Pump stated that 1 ml was delivered with 49 ml volume to be infused (vtbi). Infusion error was reported to provider, charge nurse and nurse manager. There was no evidence of nurse set-up error. Patient was in ed for seizure. Electrolytes were low and were replaced. Patient received extra monitoring for rapid magnesium infusion but did not report or show any symptoms following infusion.